Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and device information.

Event description:
It was reported patient underwent surgical intervention wherein the system was explanted due to an unknown issue.